Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported increased glare in the right eye of a patient one month post topography guide refractive procedure. The patient is having issues driving at night. The patient reports experiencing starburst glare and halos at night in both eyes pre-operatively. The patient complaint that increased amount of glare is more debilitating then her per-operative glare conditions. The patient notes ghosting letters in the evening with dark backgrounds like on a cell phone. The patient will be seeing the ophthalmologist for a follow up appointment.